Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient, who was implanted on (B)(6) 2020, stated that in certain positions they could feel stimulation and in one position they could feel stimulation down their leg. The patient stated that they had been reading the books all day that day of the call and they were confused as to what they should do. While on the call, the patient decreased the stimulation from ¿7¿ to ¿6¿ and stated that they would try this for a period of time to see if it helped with the stimulation sensation. The patient also confirmed that this sensation was not uncomfortable, that they just felt the ¿pulsations¿ in certain positions and they were not always in the intended location. There were no further complications reported.